Manufacturer narrative:
The report of water ingress into the patient¿s shower bag following a shower could not be confirmed as the product was not returned. The patient¿s shower bag was exchanged on (B)(6) 2020, and no further issues have been reported. The hmii IFU and patient handbook state that all wear and carry accessories should be inspected periodically during use. If an accessory appears damaged or worn, do not use it and call your hospital contact for a replacement. Furthermore, the hm shower bag IFU states that the system controller or batteries should never be exposed to water. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on lvas therapy. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that after the patient took a shower, the shower bag was full of water. The system controller later alarmed and was subsequently exchanged at the hospital. No further information was provided.